Manufacturer narrative:
A ge service rep performed an on site investigation. The merge file used to send images to (B)(4) was not operating correctly. The system was found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system was swapping pt images. No pt injury was reported.